Event description:
Customer reported that the t button was less responsive, which was interpreted as the wake button, via email. There was no reported impact to the customer¿s blood glucose level. No action was required as the customer declined troubleshooting and a callback.